Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title : successful rotational atherectomy for a repetitive restenosis lesion with underexpansion of double layer drug-eluting stents due to heavily calcified plaque cardiovasc interv and ther (2016) 31:65¿69 doi 10.1007/s12928-015-0319-3. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient presented with 90 % restenosis of a previously deployed stent in the prox lad lesion. The physician implanted one resolute integrity rx drug eluting stent to the target lesion followed by post dilatation. Incomplete dilatation remained. Approximately six months later, 50 % stenosis was observed, and one year later, 90 % restenosis was present. The calcified, double-layer stents were ablated by rotational ablation, along with balloon dilatation and the implant of 3 non mdt stents..

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.